Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The customer¿s complaint was confirmed. A visual inspection was performed on the returned device and found the device handle loose. The manipulation pin was noted to be bent at the distal end causing the jaws to not open and close properly. There were also deep scratches noted inside the inner sheath near the bent manipulation pin. Based on the evaluation, the cause of the bent manipulation pin and deep scratches on the inner sheath can be attributed to mishandling. The cause of the loose handle is due to excessive stress and force.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. As part of our investigation, olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The instruction manual warns users ¿before use - operate the handle. Make sure that the jaws open and close smoothly.¿ in addition, the original equipment manufacturer (OEM) performed a manufacturing and quality control review for the last 24 months of production and found no non-conformities or deviations related to the reported issue. A review of the device history record could not be performed as the reporter provided an incorrect serial/ lot number. In an effort to mitigate this type of forcep malfunction the OEM recommends that the stone punch be used to crush stones and not the a20718a that is intended for grasping objects in the bladder like ureteral stents, not for crushing stones.

Event description:
Olympus was informed that during an unspecified procedure, the forceps became locked in the open position and damaged the patient¿s urethra. It is unknown if the intended procedure was completed or if the patient was treated.